Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was implanted and later dislodged. The physician went back in and repositioned the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.